Event description:
An impedance issue was reported. A reading greater than 10,000 ohms on all contacts and no stimulation with the trial lead was noted. A lead, snap-lid, and external neurostimulator was replaced. After replacement impedances still measured greater than 10,000 ohms, however, 3 out of the 4 electrodes provided stimulation.

Manufacturer narrative:
(B)(4)